Manufacturer narrative:
Concomitant products: 694765 lead, implanted: (B)(6) 2003; 5076-52 lead, implanted: (B)(6)2003. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician thought that the device should have longer longevity than it currently does. The device was explanted and replaced during the lead replacement procedure so that the patient would not have to have surgery again in two years. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.